Event description:
On (B)(6) 2012, 3m espe was informed about a adverse effect that occurred after the use of a 3m espe retraction capsule. During the use of the 3m espe retraction paste, the dentist inadvertently injected the paste into mucosal tissue as evidenced by a purplish color in the tissue. Upon follow-up a week later, it was learned that the affected tissue had necrosed and required intervention to slough it off thus removing the injected retraction paste. The dentist placed one stitch in the affected area. No further follow-up information is currently available on the pt status.

Manufacturer narrative:
This product has been assessed for biocompatibility and has been found to be safe for its intended use.